Event description:
On 29nov2021, the following additional information was received from the customer regarding the reported event. On (B)(6) 2021, at the end of the afternoon, two caregivers placed the resident in the hammock of the lift. The resident was lifted over the chair. When the chair was removed from below the hammock, one of the upper left straps fell causing the resident to fall. The resident was transferred to the hospital on suspicion of a shoulder fracture and head trauma. On arrival at the hospital for imaging, the patient convulsed and was hospitalized in the emergency unit. After stabilization, the patient was hospitalized in, (B)(6), for monitoring. A CT scan showed a parietal hematoma and fracture of the femur, left collarbone, and malleolus. Surgery was scheduled for (B)(6) 2021. A transfusion was recommended by the surgeon due to anemia. Respiratory physiotherapy was performed, the patient was started on antibiotic, and a transfusion was performed on (B)(6) 2021. On (B)(6) 2021 at 22:00, the patient experienced cardiopulmonary decompensation. The patient died at 08:00 on (B)(6) 2021. The cause of death was not reported. Additional information was requested from the customer for further investigation of the reported event, however, the customer does not wish to communicate any further about this incident with hillrom. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
On 29nov2021, the following additional information was received from the customer regarding the reported event. On (B)(6) 2021, at the end of the afternoon, two caregivers placed the resident in the hammock of the lift. The resident was lifted over the chair. When the chair was removed from below the hammock, one of the upper left straps fell causing the resident to fall. The resident was transferred to the hospital on suspicion of a shoulder fracture and head trauma. On arrival at the hospital for imaging, the patient convulsed and was hospitalized in the emergency unit. After stabilization, the patient was hospitalized in, (B)(6), for monitoring. A CT scan showed a parietal hematoma and fracture of the femur, left collarbone, and malleolus. Surgery was scheduled for (B)(6)2021. A transfusion was recommended by the surgeon due to anemia. Respiratory physiotherapy was performed, the patient was started on antibiotic, and a transfusion was performed on (B)(6) 2021. On (B)(6) 2021 at 22:00, the patient experienced cardiopulmonary decompensation. The patient died at 08:00 on (B)(6) 2021. The cause of death was not reported. Additional information was requested from the customer for further investigation of the reported event, however, the customer does not wish to communicate any further about this incident with hillrom. The device was inspected by the hillrom service technician and no issues were noted. The technician also performed a 200 kg load test with no issues noted. Latches were noted to be present on the sling bar. The lift functioned as designed per functional, visual, and audible testing. No malfunction was identified. Based on the service technicians inspection of the device, we believe that the caregiver has incorrectly attached the sling loops to the slingbar. The instructions for use for the golvo 8008 (7en140105 rev 6) state: before lifting, always make sure that: ¿ the lifting accessories is selected appropriately in terms of type, size, material and design with regard to the patient¿s needs. ¿ the lifting accessories are not damaged . ¿ the lifting accessory is correctly attached to the lift. ¿ the lift strap is not twisted or worn and can move in and out of the lift. ¿ the lifting accessory hangs vertically and can move freely. ¿ the lifting accessory is correctly and safely applied to the patient in order to prevent injuries. ¿ the latches are intact; missing or damaged latches must always be replaced. ¿ the sling¿s strap loops are correctly connected to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. Although a device malfunction has been ruled out, the patient's death can be contributed to use of the device; therefore, hillrom considers this a reportable death.

Manufacturer narrative:
Hillrom has inspected the affected lift and the affected sling and they were found to be functioning as designed. Hillrom is still trying to gather more information related to this event and will submit a final report will findings. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
On 29nov2021, the following information was received from the customer regarding the reported event. On (B)(6) 2021, at the end of the afternoon, two caregivers placed the resident in the hammock of the lift. The resident was lifted over the chair. When the chair was removed from below the hammock, one of the upper left straps fell causing the resident to fall. The resident was transferred to the hospital on suspicion of a shoulder fracture and head trauma. On arrival at the hospital for imaging, the patient convulsed and was hospitalized in the emergency unit. After stabilization, the patient was hospitalized in, usc, for monitoring. A CT scan showed a parietal hematoma and fracture of the femur, left collarbone, and malleolus. Surgery was scheduled for (B)(4)2021. A transfusion was recommended by the surgeon due to anemia. Respiratory physiotherapy was performed, the patient was started on antibiotic, and a transfusion was performed on (B)(6) 2021. On (B)(6) 2021 at 22:00, the patient experienced cardiopulmonary decompensation. The patient died at 08:00 on (B)(6) 2021. The cause of death was not reported. Additional information was requested from the customer for further investigation of the reported event, however, the customer does not wish to communicate any further about this incident with hillrom. This report was filed in our complaint handling system as (B)(4).